Event description:
A surgeon reports that a pt is seeing flashes of light when there is a light source at an angle to the eye following intraocular lens (iol) implant surgery. A yag capsulotomy was performed which did not alter the symptoms. The pt feels their uncorrected vision has changed, they do not see the tv as clearly. At night they notice streaks of light in their eye or just flashes of light and these cause pt discomfort.